Event description:
Reporter indicated a vns pt had their device settings changed. He reported that he was able to reprogram the pt to original settings and device was stimulating as intended. A flashcard download for data analysis has been requested.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.